Manufacturer narrative:
--

Event description:
Boston scientific received information that the patient with this device system entered hospice care, with the directive that tachy therapies were programmed off. Approximately one month later, the right atrial (ra) lead displayed increased pacing impedance measurements from the remote patient monitoring system. Approximately one month later, the patient expired due to unspecified reasons. No adverse patient effects were reported as a result of this clinical observation. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Event description:
--

Manufacturer narrative:
The product was buried with the patient, therefore, was not returned for reliability analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.